Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not beeping or vibrating. Troubleshooting was performed, and the insulin pump failed to vibrate. It was reported that alarms would show on the screen, but there was no audio sound. Nothing further was reported.